Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The diabetes nurse educator reported via phone call that the customer were hospitalized due to unknown reason on unknown date with blood glucose level was unknown. Nurse stated that she feels that the insulin pump was not giving her a correct amount of insulin. The insulin pump will not be returned for analysis.